Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the system monitor buttons not working and the intentional pump stop command activating without touching the screen was not able to be determined. The system monitor was not returned for evaluation and according to the additional information the serial number is unknown. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) and the heartmate ii IFU. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was connected to the system monitor and during interrogation the system monitor buttons did not work along the bottom of the screen under settings. The system monitor was making the beep it usually made when the buttons were touched, however, the screens were not popping up to make changes. It then appeared that the pump stop button was activated and the device started to alarm and count down while the ventricular assist device (vad) coordinator was not touching the screen. The countdown stopped and the settings went back to normal. The patient was reportedly okay. The white cable was disconnected and reconnected and the system monitor buttons on the settings screen then worked and the vad coordinator was able to make changes to the settings. Log files were sent for review and noted an intentional pump stop on (B)(6) 2018.